Manufacturer narrative:
As of the date of this report, the device has not been received for evaluation. The device will be evaluated upon receipt and a follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the mps delivery set. The report states that leaking was seen on the main blood pouch of the disposable set. There was no blood loss as the leak was identified before bypass. The leaking disposable was replaced and the procedure was completed without further issues. There were no patient complications resulting from the alleged issue.

Manufacturer narrative:
A DHR review was conducted and no anomalies were found. A leak test was performed and leakage was observed from a small cut at the back of the pump cassette blood inlet below the bushing. A 100% visual and functional test is conducted for leakage as part of the manufacturing process for the pump cassettes. The mps console used with this device also performs a leak check during diagnostic start-up activities before the case is started. The root cause of the cut which caused the leakage is unknown. Quest medical will continue to monitor complaint trends for this issue.